Event description:
It was reported: this pt had a total knee replacement performed in 1997 and had no problems with it until a fall in nov. 1999. Following that fall the pt continued to complain of severe pain. The pt was revised in 2000.